Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic, pacemaker dependent patient presented for routine follow up. Upon interrogation, the implantable cardioverter defibrillator exhibited premature battery depletion; however, it was later found that the merlin programmer exhibited failure to provide a correct longevity estimation of the implantable cardioverter defibrillator. It was noted that the root cause for the programmer issue was not known. The patient¿s condition was stable.